Manufacturer narrative:
The device was returned to glaukos and the device evaluation was completed following decontamination. The tyvek seal was not removed from the outer thermoform packaging tray and a black foreign material was found within the inner tray during visual inspection of the returned device. No nonconformities were observed during the evaluation of the form, fit, and function of the inserter and stent. The device was sent out for fourier-transform infrared spectroscopy (ftir) analysis. The infrared spectrum obtained from the particle indicates the presence of polystyrene and an ester compound, likely a poly(ethylene terephthalate) polymer. Based on the ftir analysis the black foreign material may have been the result of a burnt portion of the tyvek lid or outer thermoform packaging tray when undergoing tray sealing. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. MFR# reference: (B)(4).

Event description:
Initially, it was reported that ¿black dots¿ were observed on the packaging a trabecular micro bypass stent prior to patient contact. A back device was used to complete the procedure successfully.